Event description:
It was reported that the patient had his system removed because he developed heart trouble. It was noted that the patient's device was removed, but was not sure if the lead or extension was removed. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 74001, lot# n257287, implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type: adapter. Product ID: 3587a, lot# lc1087, implanted: (B)(6) 2005, product type: lead. Product ID: 37743, serial# (B)(4), implanted: (B)(6 )2010, product type: programmer. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2013, product type: extension. Product ID: 7434a, serial# (B)(4), product type: programmer. Product ID: 7434a, serial# (B)(4), product type: programmer. (B)(4).

Event description:
Additional information found it was further reported the "metal plates in his spine were still there" and the neurosurgeon removed "the battery and what of the lead wires he could."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).